Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The device was removed successfully from the patient and the procedure was completed with a different device. There were no patient complications reported.